Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that for the last month and a half or longer the patient had been to the emergency room 4 times and hospitalized for a week. The reason for the visits was that the patient felt nauseous, weak, and frail like "they were in withdrawal." The patient saw their pain doctor who said that the pump was ok. The patient reported that they were weak, tired, and in pain. The patient reported that they have a new pain in their groin, and can see their muscle spasming. No further complications were anticipated/reported.